Event description:
C2 driver s/n (B)(6) failed system check during incoming inspection due to 9 volt battery (low voltage) error. Device was not in patient use at time of complaint.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found a system check failure due to a 9v battery reading below specification. Visual inspection of external and internal components found no abnormalities. Driver failed functional testing for acceptance at incoming inspection due to an out of specification 9v battery. System check failure was replicated during additional testing. 9v battery was replaced with a known functional battery and driver passed all functional testing with the replacement without issue. Failure investigation for this complaint confirmed the reported issue during testing. The customer complaint was replicated; the root cause of the reported system check failure was determined to be a depleted 9v battery. Failure investigation identified no other test failures or damage that could have contributed to the event. The device was not in patient use at the time of the complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
C2 driver s/n (B)(6) failed system check during incoming inspection due to 9 volt battery (low voltage) error. Device was not in patient use at time of complaint.